Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: b3: event date unknown d2b: additional device product codes: hxx, gxl h3, h4, h6 investigation summary service and repair evaluation: the customer reported that the device 05.000.008, hand piece for battery powered driver did not work in medium and fast speeds. The repair technician reported that device ran intermittently in fast forward, forward and reverse conditions, circuit board wires and membrane vent were discolored, brown residue was present on motor and barriers. The following parts were replaced: circuit board, set screw, shrink tubing, hand piece housing, motor/gearhead, cam screw, membrane switch/flex circuit, holder/membrane vent, drive shaft rotary seal, hand piece for battery and all applicable components. The cause of the issue is unknown. Damaged component is the reason for repair. The item will be repaired and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived in tungsten document management system. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history: part # 05.000.008, synthes lot # 008202, supplier lot # 008202, release to warehouse date # 09 jun 2022, supplier # triangle manufacturing . No ncrs were generated during production. Device history: review of the device history record(s) showed that there were no issues, during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that device 05.000.008 medium and fast speed does not work. The issue was observed during weekly evaluation. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. This report is for one (1) hand piece for battery powered driver for (B)(4).